Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic and stored egms revealed rv oversensing episodes due to noise. No lead measurements anomalies were detected. No further information was available.

Event description:
New information received noted the patient presented into the hospital with syncope. Non-sustained ventricular oversensing due to lead nose was observed via egms. No further information is available.